Event description:
It was reported that the ilet user experienced fluctuating blood glucose with post-meal spikes followed by lows, in the context of sporadic or missed meal announcements and user-initiated pauses of insulin delivery, which constituted an improper method and involved interaction with the user interface. Symptoms included hyperglycemia and hypoglycemia, with associated headache and anxiety; the lowest reported glucose was 43 mg/dl and the highest was 394 mg/dl. Outcomes included minor injury of hypoglycemia and the need for unexpected medication intervention using oral glucose. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions related to meal announcing and unnecessary therapy pauses, with the user interface implicated as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.